Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker was undergoing a non-cardiac procedure and during the procedure exhibited low r-wave amplitude leading to undersensing which resulted in overpacing. The ventricular sensitivity was reprogrammed. In addition, upon further review of device stored episodes, an episode containing electromagnetic interference (emi) was found. Emi was observed on both the right atrial (ra) and right ventricular (rv) channels. The patient could not recall the source of the emi. Isometrics were performed and unable to reproduce the noise. The plan is to continue to monitor the patient and reassess the rv lead during generator change out procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker has been explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was undergoing a non-cardiac procedure and during the procedure exhibited low r-wave amplitude leading to undersensing which resulted in overpacing. The ventricular sensitivity was reprogrammed. In addition, upon further review of device stored episodes, an episode containing electromagnetic interference (emi) was found. Emi was observed on both the right atrial (ra) and right ventricular (rv) channels. The patient could not recall the source of the emi. Isometrics were performed and unable to reproduce the noise. The plan is to continue to monitor the patient and reassess the rv lead during generator change out procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported.